Event description:
Procedure: lap assisted distal gastrectomy. According to the reporter: a resterilized stapler was used. On the second firing over the lung, three rows of staples on the pt side did not form properly. The incomplete staple line was re-fired with another sulu. Over 200cc/under 500cc bleeding occurred. Pt status was reported as under observation.